Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had damages to the probe and sheath has been stretched. The incident occurred during the reprocessing of the equipment. There are no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Device was not returned for evaluation and could not be evaluated. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information was provided by the customer. The stretched part was located at the insertion tube, about 2 cm from the grey opaque section, over a length of about 33 cm. There is a gap around 10 cm between the plastic sheath and the end of the probe.